Event description:
It was reported that the patient experienced a low blood glucose to 57 on continuous glucose monitoring approximately 30 minutes after a usual breakfast and meal announcement, with the patient already consuming carbohydrates and the agent confirming glucose was trending upward; no meter confirmation was obtained and no specific iLet device problem or component malfunction was identified. Symptoms included hypoglycemia with confusion/disorientation and shaking/tremors. Outcomes included an unexpected medical intervention consisting of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.